Event description:
It was reported that for the past ¿couple of months¿ prior to report the patient had been getting ¿zapped¿ through their hands and arms while using their laptop. It was noted that it only happened at work. The patient reported it was not in their usual stimulation area which was in their bladder. The patient wondered if it was device related. The patient noted that the laptop was not on their lap but on a desk. The patient further noted that they had not had this happen before; it was when they touched their laptop. The patient noted they thought the laptop was getting hot so ¿they¿ brought the patient a fan. The patient noted that they had not fallen down. The patient was redirected to the healthcare professional (hcp). Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3550-39, lot# n314553, implanted: (B)(6) 2012, product type: accessory; product ID 3 7744, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).